Manufacturer narrative:
The connector was confirmed to be broken. The upper and lower cases were cracked. The main seal was protruding. The display wire was pinched, but insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic portion of the external pulse generator's (epg) ventricular connector port was broken, preventing the ECG cable from being held securely. The epg was returned for service. There was no patient involvement.